Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the fiber bonding in the outer tube area (distal end) is damaged, the light guide bundle of the video cable is broken and therefore the light transmission is lost or too low, the protector of the video cable section is cut. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, the light guide bundle of the video cable is broken and therefore the light transmission is lost or too low, the protector of the video cable section is cut. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light transmission is lost or too low due to the light guide bundle of the video cable section being broken. The most probable cause is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.